Manufacturer narrative:
Initial and final MDR 1889226- MDR 3003442380-2024-08652- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported that the patient experienced infusion set fell off during use. The blood glucose level was 218 mg/dl. The infusion set used for 5 to 7 hours. IV prep was adhesives aide which was used at the area of insertion. Insertion area was cleaned, air dried and free from hair. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.